Event description:
During initial implant surgery, the pt reportedly had an incomplete electrode array insertion with one electrode at the cochlear implant. The surgeon noted that the recess previously prepared was used and a more inferior cochleostomy was formed. All electrodes of the array were placed in the cochlea. Intraoperative nri results were "good."